Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that there was no thermal action when the device was activated on tissue even though an end tone, indicating a completed seal cycle, was heard. There was no injury or blood loss. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/14/2016. The incident device was returned, evaluated and found to function within specification. Testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.